Event description:
It was reported that the patient was admitted to the hospital due to severe driveline infection and mediastinitis (xiphoid). Staphylococcus aureus was verified on driveline exit. The blood cultures were negative. Vac-therapy was started on the xiphoid wound. It was reported that the patient underwent a pump exchange on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: review of the retrieved lvad periodic log file revealed that the lvad clock was corrupt for several lines of data after 03feb2022. Although a specific cause could not be conclusively determined through this evaluation, the corrupt clock is indicative of a complete loss of power to the system controller resulting in a pump stoppage for an undetermined amount of time. A specific cause for the reported infection could not be conclusively determined through this evaluation. Additionally, review of the retrieved log files revealed that the left ventricular assist device (lvad) clock was corrupt for several lines of data. Although a specific cause could not be conclusively determined through this evaluation, the corrupt clock is indicative of a complete loss of power to the system controller resulting in a pump stoppage for an undetermined amount of time. (B)(6) was returned assembled with the pump cable severed approximately 8.5¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft. The outflow graft clip was returned attached to the sealed outflow graft hardware. The apical cuff was returned detached from the device. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad periodic log file contained data spanning from 19jan2022 through 03feb2022, per timestamps. Following this date range, the lvad clock became corrupt for several lines of data. Although a specific cause could not be conclusively determined through this evaluation, the corrupt clock is indicative of a complete loss of power to the system controller resulting in a pump stoppage for an undetermined amount of time. No other notable events were captured. The account indicated that they were not aware of any power loss events for the patient. Additionally, the patient did not report any power loss events. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿ lists infection as a potential adverse event that may be associated with the use of the heartmate 3 lvas. Section 2 of the IFU, ¿systems operations¿, states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 3 of the IFU, ¿powering the system¿, warns that the patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. These sections also warn not to use batteries to power the system when the patient is sleeping. It is noted that depleting the batteries and the backup battery will cause the pump to stop. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. This section also provides information on caring for the driveline exit site as well as controlling infection. No further information was provided. The manufacturer is closing the file on this event.